Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. Fifteen days prior to receipt of this report the patient was hospitalized for an unreported indication. Six days later, the patient was transferred to another hospital and began treatment with intraperitoneal (ip) gentamicin (for eight days, dose and frequency not reported), ip vancomycin (for eight days, dose and frequency not reported) and unknown intravenous antibiotics (no further details) for the peritonitis event. Pd therapy was ongoing. Eight days after the hospital transfer the patient was discharged. At the time of this report, the patient outcome was not reported. No additional information is available.